Event description:
It was reported that the groshong catheter was implanted 18 months ago to infuse flolan. A leakage was noticed during contrast media infusion. A split of the external part of the hub was also mentioned.

Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.